Event description:
It was reported that one of the sling bar latches was missing on a likorall overhead lift and the patient fell sustaining an injury. The patient sustained a "broke their arm and gashed their forehead". Follow up was performed with the customer and the customer was not willing to share any details of the event (injury, medical intervention or patient outcome). There was no medical intervention reported. However, based on the nature of the injuries reported, medical or surgical intervention was likely required to prevent permanent impairment of a body function or permanent damage to a body structure. The baxter service technician inspected the lift and found that the sling bar on the lift was missing a latch. The technician replaced the latch, and the device is working as intended. No further information was available at the time of this report.

Manufacturer narrative:
H11: the actual device was not able to be returned; however, a baxter technician performed an on-site evaluation of the device. During visual inspection a clip on the sling bar was observed to be missing. The reported condition was verified. The cause of the condition could not be determined. However, the instructions for use state "before lifting, always make sure that the latches are intact; missing or damaged latches must always be replaced. To correct the issue the technician replaced the clip. For trouble-free use, certain details should be checked each day the lift is used: check the functionality of the latches." A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.